Event description:
The distributor in (B)(6) reported the following: with ac main supply applied and with oxygen fed from central wall source, when the vent is turned on, after completing the self-test, the vent shows xdcr fault and vte is showing high value. While troubleshooting we performed all the transducer tests and found problem with the exhalation differential transducer failed. Machine is cycling but xdcr fault alarm continues. No patient involved, problem occurred during routine checkup by biomed.

Manufacturer narrative:
This report is being submitted outside the prescribed reporting time period. (B)(4). The foreign distributor evaluated the device and identified that the main board caused the reported event. The foreign distributor was shipped a replacement front panel assembly to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of (B)(6) 2015 the alleged faulty front panel assembly has not been received.